Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A doctor of ophthalmology reported that the illumination lamp did not work on a system before surgery. There was no patient involved.

Manufacturer narrative:
The system was examined and the reported event was replicated. The lamp and electrodes were replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 26, 2011. Based on qa assessment, the product met specifications at the time of release. A lamp and 2 tube electrodes were received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformity. The returned tube electrodes were installed into a known good tabletop illuminator module and installed into a calibrated system. The samples were then tested and found to meet specifications. The lamp was installed into a calibrated system, tabletop illuminator module. The lamp was found to be tight fitting, but was judged to be safely testable. The module was installed into the system and system message displayed. The root cause of the reported lamp issue can be attributed to the lamp. However, how or when the lamp became nonconforming cannot be determined conclusively. (B)(4).